Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited noise on the electrogram (egm) episodes, along with a high sensing integrity counter (sic). It was noted the noise was reproducible with provocative maneuvers and myopotentials. The rv lead remains in use. No patient complications have been reported as a result of this event.